Manufacturer narrative:
(B)(4) initial report. Device details, patient notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. The doctor's notes state that the reason for revision was caused by the patient anatomy and not the implant. He noted that "any implant we would have put in would have had the same issue due to her bone quality." Device manufacturing records to be reviewed.

Event description:
Trifit ts revision due to fractured femur after 2 days.